Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no power; cannot turn on during a maintenance involving an olympus high definition lcd monitor. There was no patient injury reported.